Event description:
The customer reported to olympus that the top of the camera head was completely jammed. There were no reports of patient harm associated with the event. The device was returned to olympus and an evaluation at the repair center revealed noise in the image. Additionally, it was noted that the cable was sliced. This report is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The user's request was confirmed due to the spring on the coupler being stuck. The noise in the image was due to faulty charge coupled device. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The most probable cause of the reported issues (noise in the image and slice on the cable) was cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.